Event description:
It was reported that during central processing the cadiere forceps instrument had a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted after following up with staff it was determined that it broke during reprocessing in the central processing department.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation(s) related to customer-reported complaint: the instrument was found to have a broken pitch cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have the main tube broken. Multiple pieces were broken off the instrument. The instrument's main tube was removed, and visual inspection found all internal cables to be still intact, there was material missing from the main tube. The instrument was found to have an indention on the proximal clevis. The indention was located at the base of the proximal clevis. The complaint was confirmed by failure analysis.